Event description:
Additional information was received a company representative stated that they initially reported the event after observing the pump replacement procedure. Outcome: the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2021, explant date: (B)(6) 2024, UDI: (B)(4), ubd: 2022-11-18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal clonidine 50 mcg/ml at 24 mcg/day and dilaudid 15 mg/ml at 0.72 mg/day via an implantable pump for non-malignant pain. It was reported that the rep was at a case today and it was found that the catheter was broken in the pocket site. The catheter was revised and the dose needed to be decreased. The rep stated that they attached the new catheter and successfully aspirated from the catheter access port (cap), now there was 30 mg/ml dilaudid in the internal pump tubing and they diluted the drug in the reservoir to 15 mg/ml. The patient would be monitored and pump set to min rate if needed. The new dose once the 30 mg/ml was delivered was 0.72 mg/day with the 15 mg/ml concentration. An email was sent to the rep to collect details. Additional information was received from the rep regarding the patient's name and date of birth, along with the patient's managing health care provider (hcp) and surgeon.  It was noted that the original concentrations were 30 mg/ml dilaudid, 100 mcg/ml clonidine with a daily dose of 9.5 mg/day. The post revision concentrations were dilaudid 15 mg/ml, clonidine 50 mcg/ml, with a daily dose for 92 hours of 1.44 mg/day. The rep stated that after that it would be 0.72 mg/day.